Event description:
Ous MDR - after an implantation time of about 4 weeks, it was reported that the ICD could no longer be interrogated after implantation of a left-ventricular assistance device. The communication to the device could be reestablished after 3 days, and a re-initialization could be performed. The ICD is still actively implanted at the moment. No deterioration of the patient&#62688;state of health was reported.

Manufacturer narrative:
The ICD was not retuned for analysis. The analysis is therefore based solely on the returned device data. The returned data were analyzed. The analysis showed that a manual reset was performed on (B)(6) 2015, which led to the activation of the safe program. Based on the available information, no further statements can be made at this point. The data also showed communication problems during the initial interrogation of the ICD on (B)(6) 2015. After completed buildup of a connection, the ICD was successfully re-initialized and programmed. The available data do not indicate a device malfunction. Based on the available data, the cause for the communication problems cannot be determined. However, it cannot be rules out that external influences, such as strong electromagnetic radiation or an unfavorable position between programming wand and implant, have contributed to the observed behavior. If further relevant information should be available, this incident will be updated.